Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "sensor incompatible" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced hypoglycemia with symptoms described as fatigue and "dry mouth," requiring treatment of water with sugar by a third-party. No further treatment was reported. Customer reported two medical events occurred due to this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader was scanned with a known good sensor and no error message was observed. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "sensor incompatible" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced hypoglycemia with symptoms described as fatigue and "dry mouth," requiring treatment of water with sugar by a third-party. No further treatment was reported. Customer reported two medical events occurred due to this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.